Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that after revision surgery, the patient continues to have range of motion issues.

Manufacturer narrative:
Review of the device history records for the articular surface identified no deviations or anomalies. No devices were received; therefore the condition of the components is unknown. The devices involved were reviewed for compatibility with no issues noted. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the articular surface. Primary operative notes from the patient's initial surgery confirm the patient underwent left total knee arthroplasty due to severe degenerative arthritis. Range of motion, stability, and patellar tracking were noted to be good with the final implants. No complications were noted. Operative notes from an aspiration and manipulation of the knee state that the patient was experiencing failure to progress range of motion postoperatively. It was noted that the knee, with gentle pressure, would only flex about 50 degrees. After manipulation the knee was able to flex up to 110 degrees in a supine position. The notes state that image intensification confirmed that the components were uninjured and the knee replacement ¿looked good¿. Operative notes from the revision surgery state the patient underwent revision due to pain, discomfort, and arthrofibrosis of the knee. Upon exposure of the quadriceps mechanism it was recognized that there was a substantial thickness to the quadriceps and anteromedial capsule. Scar tissue was excised throughout the knee. The patellar component was also revised to facilitate knee flexion as the surgeon noted that it was very difficult to flex the knee past 90 degrees. It was noted that the posterior cruciate ligament (pcl) was excised during the revision surgery. Nexgen cr articular surfaces are intended to be used with a functional pcl to provide the joint constraint. The revision notes also state that a 10mm insert was trialed but allowed the knee to go into recurvatum and had too much varus valgus play. The surgeon elected to use a 12mm insert, which allowed the knee to flex to approximately 115 degrees with range of motion activity. No statements about stability with the final implants were noted. Per the nexgen cr, ps, cra, lps, and lcck package insert, pain and poor range of motion are known risks of this procedure. Reported information states that the patient¿s current physician ¿moved his knee back and forth¿ and stated it was ¿loose¿. This description indicates that the patient is experiencing knee instability and a lack of knee constraint. It appears that the patient¿s instability and rom issues are due to use error as the nexgen cr articular surface should only be used when there is a functional pcl.